Manufacturer narrative:
Result: damaged front caster wheel.

Event description:
It was reported by svc report that the wheel on the front caster wheel was not rolling, and the bed would not move. No pt involvement or adverse consequences were reported.